Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.